Event description:
A ventilator was returned to the manufacturer for service . There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a failure of the device to charge the batteries was observed. The device's system board was replaced to address the issue.. The device's power management board was replaced to address the issue.